Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified mid left anterior descending artery. A 3.00mm x 15mm emerge balloon catheter was advanced to dilate the lesion; however, during the first inflation at 10 atmospheres, the balloon ruptured due to calcification. The procedure was completed with a different device. No patient complications were reported.